Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0mmm7v01, product type lead. (B)(4).

Event description:
It was reported that on the lead, the tines did not line up with the markings on the lead, causing the tines to prematurely deploy. The event occurred during the procedure. The lead was never implanted and replaced with another product. There were no patient symptoms or complications associated with the event. At the time of the reporting, the patient status was noted as "alive - no injury."